Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited impedance changes and noise. A surgical revision was performed, and it was noted that the lead was rubbing against the patients right ventricular (rv) lead at the clavicle area. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.